Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown psl cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that there was a revision of a right abgii hip revised due to cup pulling out from the acetabulum.